Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago from the aware date. Additional suspect medical device components involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 527538, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 28778515, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection and the wires were coming out. The patient had an inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.